Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. The device was not returned for analysis.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. The device has not been returned for analysis at this time.

Event description:
It was reported that priro to a surgical procedure at the user facility the device would not work, which caused a 50 minute delay to the procedure. There was no additional anesthesia administered. Back-up equipment was used to complete the procedure.

Event description:
It was reported that priro to a surgical procedure at the user facility the device would not work, which caused a 50 minute delay to the procedure. There was no additional anesthesia administered. Back-up equipment was used to complete the procedure.